Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that was far field r-wave oversensing on the atrial lead. The oversensing was noted on a stored egm for ams. Reprogramming changes were made and the device remains implanted. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.